Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's battery charger/modem was not recognizing when a battery was inserted. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger does not recognize battery) has been confirmed. As received, the charger/modem would not recognize a battery pack. Upon eval, there was corrosion on the battery board and component u13 was thermally damaged. The cause for the inability to recognize a battery pack was the thermally damaged u13 component (8-bit cmos flash micro-controller) and corrosion in the battery board. The root cause of the thermally damaged u13 components and corroded battery board is likely liquid ingress of an unk contaminant. No adverse event resulted from the defective u13 component or corroded battery board. The pt received a replacement charger/modem.